Manufacturer narrative:
After further review, this event does not meet reporting guidelines as it would not likely cause or contribute to death or serious injury and it would not likely contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The reported contact force and connection issues were confirmed. The results of the investigation concluded that the catheter displayed a ¿no fiber optic signal or out of range¿ error when connected to the tactisys quartz unit. Microscopic analysis revealed an adhesive failure in the distal tip, consistent with fluid ingress and a loss of force data during the procedure. Actions have been taken to prevent reoccurrence. This device was manufactured prior to implementation of the corrective action.

Event description:
This event is being reported based on the analysis of the returned device.